Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the master tool manipulators (mtm) were not always responding smoothly or having little bit of delay. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted by the clinical sales representative (csr) for assistance. The issue was encountered by the same surgeon using the system during the day. The surgeon had problems during the first surgery. After the first surgery, a hard power cycle was performed by the csr. The same surgeon performed the second surgery using the same surgeon side console (ssc) and did not have any problems. During the third surgery, the surgeon had the same problem again as in the first surgery. The problem was occurring on both mtms. The issue reportedly occurred when the jaws needed to be closed or opened, not with the general instrument movement (left/right and up/down). During the call, the surgeon switched to the other surgeon side console (ssc) which was already connected and switched on, to finish the surgery and had no further problems. The tse did not find any errors in the logs pointing to the reported issue. The procedure was completed with no patient injury and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the master tool manipulators (mtm) by the customer noting the delay when controlling instruments, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The field service engineer (fse) assisted the customer over the phone to replace the armrest. The fse noted that since the issue happened before, the touchpad had already been replaced. The issue was likely due to the armrest touching the touchpad on certain parts, since the issue occurred on both mtms and only on one of the surgeon side consoles (ssc). The customer later informed the fse that no further issues occurred with the slow response problem after the armrest replacement. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged delay when controlling the instruments cannot be determined. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the surgeon switched to the other ssc to finish the surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.